Event description:
As was reported to co sales representative by the user facility: after routine suctioning, the catheter was removed and the black tip was visible within the isochamber. The teardrop valve did not close completely and the patient did not get ventilated.